Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the device was manufactured from august 6, 2020 - august 7, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.